Manufacturer narrative:
Images provided would not allow to complete an imaging evaluation. Additional information was requested but not available. With information provided, gore is unable to confirm/determine this incident. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleaks and reoperation.

Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted. Also was implanted 37mm conformable gore tag thoracic endoprosthesis. Lot/serial number is unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to the results of the imaging evaluation. Additionally, use of the gore® tag® thoracic endoprosthesis has not been evaluated in patients with chronic dissections and patients with a genetic connective tissue disease (e.g. Marfans). Further, the IFU states complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleaks and reoperation. Also was implanted tge373715/ (B)(4).

Event description:
On (B)(6) 2012, an additional procedure was performed to address persistent compression of the aortic true lumen. A second conformable gore tag thoracic endoprosthesis (tge373715/(B)(4)) was implanted within the previously implanted bolton graft and extended distally to the level of the celiac. On an unknown date follow-up CT imaging identified an unspecified endoleak due to remodeling of the thoracic aorta.

Event description:
On (B)(6) 2012, the patient was implanted with a 34 x 200 bolton relay thoracic graft and a conformable gore tag thoracic endoprosthesis (tge343415/unknown) to treat an acute type b dissection. The device was landed more proximally and intentionally covered the left subclavian artery. It was reported that the patient had marfan¿s syndrome and ischemia. The patient tolerated the initial procedure. On (B)(6) 2013, a 37mm conformable gore tag thoracic endoprosthesis was implanted to extend the bolton device distally to celiac access due to persistent compression of aortic true lumen. On (B)(6) 2014, the patient was treated with a cook device to reline the conformable gore tag thoracic endoprosthesis which had dislocated in the overlap region. There was a retrograde endoleak into the false lumen following the dislocation. No further adverse events have been reported.